Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been provided with this report. Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose with blood glucose was over 600 mg/dl. The customer's high blood glucose treated with intravenous fluids and insulin injections. The customer also reported that the emergency room services were arrived at 5pm and blood glucose level of customer before emergency room services at hospital was 1193 mg/dl. It was also reported that the auto mode was not active at the time of event. Customer declined trouble shooting stating it was not necessary at this time infusion set and reservoir information was unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's current blood glucose is unknown. Customer stated that the insulin pump was not delivering insulin. The insulin pump will be returned for analysis.